Manufacturer narrative:
Philips service replaced the x-ray tube with an improved design. This report was submitted in agreement with FDA for the retrospective reporting commitment (reference: (B)(4).

Event description:
It was reported to philips that premature x-ray tube failure; no image displayed on a azurion 5 m12. The clinical use of the system was in use. There was no reported patient or user harm.